Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance on the left ventricular lead. A high capture management warning was noted. A device change out had been performed on (B)(6) 2010. Prior to the change out, impedance was higher. The device remains in use. No patient complications have been reported as a result of this event.